Manufacturer narrative:
Company comment: in this complaint, difficulties with the device led to a prolonged procedure with a consequent prolonged amount of time that the patient was under anesthesia. In most prostate brachytherapy cases, the type of anesthesia used is general, although this is not specifically stated in the documents reviewed. We are also not provided with the amount of additional or total time the patient was under anesthesia. Apparently, this patient did not suffer any specific post-anesthesia complications. Nonetheless, it is clear that the longer a patient is under general anesthesia, the greater the potential risk. Patients, especially men in the age group that most commonly develops prostate cancer, are at risk for a cardiac, pulmonary and cns complications from anesthesia, among others, so an extension of time under anesthesia increases these risks, and therefore, in my opinion, does make this a reportable event. With regard to the patient's having received seeds that were intended for a later patient to make up for seeds that became unusable because of problems with the device, I do not think this constitutes a potential risk to the patient. They were able to receive the planned prostate brachytherapy dose and procedure, and the seeds originally intended for the other patient were equivalent and sterile. As part of a retrospective review this complaint has been reopened for additional investigation and analysis. This is ongoing at the time of reporting.

Event description:
This is a medical device report of anchorseeds jamming in the mick applicator. The medical device report was received from (B)(6) via the (B)(6) distributor. It was confirmed that the procedure began at 8am on the morning of (B)(6) 2011. The first magazine was loaded into the mick applicator. The needle was attached to the applicator however the first seed could not be dropped and the push wire could only be pushed forward approximately 1.5cm and the magazine could not be removed from the applicator. The needle was removed from the applicator and then using the push wire mechanism it was possible to push the seed back into the magazine and remove the cartridge. A manual test was performed and the seeds were pushed out from the cartridge and it was confirmed that the applicator was clean and working as expected. A needle was added to the applicator and a test was performed outside of the patient and once again the seed got stuck. The physician performed the same tests on the rest of the magazines for the patient kit and the same problem was found for all magazines. The physician took the decision to use the kit from a different patient (lot # 055823). No patient harm or adverse event was reported.